Manufacturer narrative:
MDR 3003442380-2026-82444 / initial 2 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient faced adhesive issue for eight infusion sets event occurred on 04-feb-2026. Patient reported infusion set fell off during use. Infusion sets were used for one to two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.